Event description:
A dist returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As rec'd, the battery charger/modem would not power on. Upon eval, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar bga failure modes. No adverse event resulted from the defective battery charger/modem.